Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called to report a battery out limit alarm. The customer's blood glucose reading was 12.7 mmol/l. The customer's device was functioning normally and was not replaced. The customer called back to report a failed battery test alarm. The customer's blood glucose reading was 15.2 mmol/l. The customer found that the battery compartment was corroded. The customer was advised to discontinue use of the device and revert to a backup plan. Customer was informed to return their device.

Manufacturer narrative:
The pump gave a failed battery test alarm due to a corroded battery tube. Unable to verify the battery out limit alarm or perform the functional testing, including the operating currents, self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime or no delivery tests due to the failed battery test alarm. The pump had cracked battery tube threads, a cracked reservoir tube, a cracked reservoir tube lip, and minor scratches on the display window.